Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed as it could not be reproduced. In addition to the reportable malfunction of foreign material in a/w nozzle, the evaluation found the following non-reportable malfunction(s): due to wear of angle wire, bending angle in up direction and the play of up/down knob did not meet the standard value; scratches on connecting tube, universal cord, scope connector cover unit, control unit, suction connector, protector of universal cord on suction connector side, scope cover, forceps elevator lever, up/down knob, forceps elevator knob, right/left knob, bending section cover, switch box; peeling on the adhesive around light guide lens and objective lens, indication on suction connector, paint on suction cylinder; control unit and connective tube had discoloration; forceps channel port was shaved; damage or deformation due to physical stress (caused by handling); light guide-bundle was slipping down causing uneven illumination; due to clogging of nozzle, water removal ability did not meet the standard value; adhesive on bending section cover had a chip. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not specify if they knew the nature of the foreign material. During pre-cleaning: precleaning was not delayed or skipped. The a/w nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: there were abnormalities in the accessories used for reprocessing but the customer did not specify. The endoscope was presoaked in the detergent solution. The a/w nozzle was wiped or brushed with clean, lint-free cloths, brushes, or sponges. The a/w nozzle channel was flushed with the detergent solution. Based on the results of the investigation, the identity of the foreign material was not identified and a definitive root cause was not established. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during service on 16feb2021 would have caused or contributed to the reported event. This issue is addressed in the instructions for use (IFU): instructions, operation manual for gif/cf/pcf-190 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-190 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus they had poor arm movement with the gastrointestinal videoscope. It was not specified during what type of device use the event occurred. The device was returned and during the device evaluation the following reportable malfunction was found: foreign object inside the air/water (a/w) nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.